Manufacturer narrative:
No patient involvement. A medtronic field service engineer went to the site and evaluated the system. He could not replicate the reported issue. System performed properly during all functional testing.

Event description:
A medtronic representative reported that the pendant on the o-arm system was not turning on. She adjusted the pendant cable which allowed the pendant to turn on momentarily. This was discovered outside of surgery. No patient present or impacted.